Manufacturer narrative:
Visual assessment of the returned genesys hta procerva procedure set sheath assembly revealed that the probe had been damaged at 7cm from the distal end. The damage had created a hole on the outer shell. Consultation with the genesys production area core team determined the device would not have passed the cosmetic inspection procedure or the multiple leak tests that are performed on the production line. Most likely, the hole was created due to some operational aspect of the procedure. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date. According to the complainant, during the procedure it was noticed that the distal part of the tip of the sheath was cracked. The procedure was completed successfully with another with same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date. According to the complainant, during the procedure it was noticed that the distal part of the tip of the sheath was cracked. The procedure was completed successfully with another with same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."